Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 386 (mg/dl). Customer changed infusion set and administered a correction bolus to treat bg level, and reportedly, customer's bg level decreased to 280 (mg/dl). Reportedly, contact believes that basal settings may be "wrong". Although requested by tandem technical support, contact declined troubleshooting for the pump. Recommendation was made to continue to monitor customer's bg levels and contact health care professional to discuss settings.